Event description:
Caller reported a pump malfunction with no prior notable events. The impact on the customer's blood glucose level was unknown as they were unable to check at the time. Initially, customer technical support provided pump reset information, which the customer requested via email.